Manufacturer narrative:
Olympus followed up on this report and was informed that the subject device being used to treat a pt with moderate bleeding. The pt was said to be on blood thinners prior to the procedure. The image was reportedly excessively red and dark in the area in which was being examined. The users reportedly tried different camera heads and an unk model of fiberscope to attempt to resolve the difficulty. The procedure was aborted. No information was provided on the pt status and it was unk whether or not the procedure had been rescheduled. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined. If additional significant information is rec'd, this report shall be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic laser lithotripsy procedure, the subject device was not working properly as the image looked excessively red and dark. The physician reportedly stopped the procedure. There was no pt harm reported.